Manufacturer narrative:
Main investigation conclusion. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report that the patient expired due to an intracranial hemorrhage could not conclusively be determined through this evaluation. Furthermore, a specific cause for the hemorrhage could not be determined. Review of the submitted log file confirmed low flow events; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 to (B)(6) 2021. Transient low flow events were captured throughout the log file when the estimated pump flow decreased below the threshold of 2.5 liters per minute (lpm). No other notable events were captured. The pump appeared to function as intended. The account communicated that the patient suffered from an intracranial hemorrhage and ultimately expired on (B)(6) 2021. A correlation between the confirmed low flow events and the patient's outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event and the return of the device; however, no additional information was provided. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The heartmate ii instructions for use (IFU) lists stroke, bleeding, and death as adverse events that may be associated with the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. The heartmate ii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii lvas IFU. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications if there is a risk of bleeding. Section 1 of the hmii lvas IFU also provides an explanation of each of the pump parameters. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
On 15sep2021, the patient's log files were sent for review. A review of the log files revealed on low flow events (B)(6) 2021. On 16sep2021 it was communicated, that the patient passed away on (B)(6) 2021 due to an intracranial hemorrhage. Whether the outcome was device or therapy-related was not provided. It was unknown if the pump will be returned for evaluation.